Manufacturer narrative:
Thv/tvt registry. (B)(4). Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The delivery system was discarded post procedure and is not available for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, patient factors (severe annular calcification, severe aortic root calcification, calcification in the lvot extending down below the ncc) likely contributed to the delivery system balloon burst during the post dilation of the valve. Manipulation of the device during the attempts to withdraw the delivery system back through the esheath likely contributed to the nose tip/nosecone separation and the subsequent surgical removal of the nose tip of the delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case.

Event description:
During a transfemoral tavr procedure, a 26 mm sapien 3 valve and commander delivery system were prepped with nominal volume. The delivery system was inserted without difficulty and valve alignment was performed without incident in the descending aorta. The valve was positioned and deployed. During valve deployment, a waist on the valve was noted under the left coronary cusp (lcc). Post deployment tee revealed moderate to severe paravalvular leak (pvl). An additional 2 ml of volume was added to the delivery system for post dilation of the valve. During post dilation, the delivery system balloon ruptured. It was noted that ¿not all of the volume was in the balloon at the time of rupture.¿ the valve was deployed in a final 80:20 aortic/ventricular (a/v) position; however, there was no change in the pvl. The delivery system was pulled back down into the descending aorta. It was noted that the removal of the delivery system might be ¿challenging¿ due to the ruptured balloon. Surgical removal was discussed, but the decision was made to attempt withdrawal of the delivery system through the esheath. During the attempted removal of the delivery system, the distal nose tip/nosecone of the delivery system broke off and remained in the right common iliac artery. Due to vascular bleeding, a 16fr. Non-edwards sheath was inserted into the right femoral artery for hemostasis. A second non-edwards sheath was percutaneously inserted into the left femoral artery and the nosecone was snared and pulled down into the left distal external artery. The nosecone and a portion of the delivery system balloon were removed from the left femoral artery via a surgical cutdown. Following the repair of the left femoral artery, multiple post dilations of the valve were performed with a non-edwards balloon aortic valvuloplasty (bav) catheter. No change in the pvl was observed. The procedure was completed and the patient was transferred to cvicu intubated and in guarded condition. The valve remains implanted in the patient. The native annular diameter measured 23 mm by tee and 22.1 mm x 28.4 mm by CT with a valve area of 486 mm2. Severe annular calcification, severe aortic root calcification and a ¿large amount¿ of calcification in the lvot extending down below the non-coronary cusp (ncc) was reported. It was perceived that the severe valvular calcification caused the balloon rupture during post dilation of the valve. The delivery system was discarded by the site post procedure and is not available for evaluation.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-00595.

Manufacturer narrative:
Additional information: additional information received from the edwards specialist indicted the patient expired 3 days post valve implant. The cause of death was reported to be complete heart block.